Manufacturer narrative:
Reported event an event regarding seizing involving a jts distal femur was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as the device remains in situ. Clinician review: the implant in situ was for a jts distal femoral replacement which was inserted on the (B)(6) 2017. The surgeon has reported that the implant has not only failed to extend, but also reduced in height. Subsequently, the surgeon also reported that the implant has been successfully extended. The first set of images provided showed that the implant has reduced its height during extension this may be caused by the disengagement of the lead screw with the gearbox. Subsequently, the surgeon sent the second set of imaging which showed that the implant has successfully extended by 6mm. Therefore the above radiographic observation has confirmed the clinical report. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 23nov2017 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from (B)(6) 2019 to present for similar reported events regarding resolved seizing involving jts distal femur. There have been 12 other events. Conclusions: an event regarding seizing involving a jts distal femur was reported. The event was confirmed by medical review. The sales rep reported on the (B)(6) 2019 that the implant has not only failed to extend, but also reduced in height; however, he also reported on the (B)(6) 2020 that the patient was successfully extended of 6mm. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
It was reported the patient's jts distal femur implant underwent a series of very irregular lengthening events.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
It was reported the patient's jts distal femur implant underwent a series of very irregular lengthening events.